Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 601 mg/dl. The customer had symptoms such as chest pain and treated with manual injection. Customer's blood glucose value was 521 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2017 and did contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no insulin issues. Customer's site was bleeding at the time of call. Customer was taking medication that would cause bleeding. Customer declined to check if settings were correct. Customer was advised to change infusion set, reservoir and insulin and to call back when in receipt of tubing clamp in order to perform high pressure test. Customer also reported of receiving a no delivery alarm. Call was dropped.